Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. Prior to the event, the customer stated that the insulin pump was exposed to moisture and subsequently alarmed button error alarm. The customer was unable to use the insulin pump after that, and was unable to manage her blood glucose with manual injections. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The unit passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The unit had cracks on the display window corner and reservoir tube lip, as well as a scratched lcd window and missing end cap sticker.